Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Based on the attached published article: 2013 by the american academy of ophthalmology published by elsevier inc, "surgical outcomes and safety of femtosecond laser cataract surgery: a (B)(4) study of 1500 consecutive cases", complications were noted for the (B)(4) subjects involved. This report follows the four posterior capsular rupture and vitreous loss. Additional reports will be provided for other events noted in the article. Please refer to the article for additional details regarding the results of the study.